Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 147 mg/dl.